Event description:
It was reported the patient went in for a routine follow-up for his inflatable penile prosthesis (ipp), and physician tried to activate his ipp. The physician was unsuccessful in trying trouble-shooting techniques that included a pump reset. The patient also went over trouble-shooting on the phone with his patient liaison. The patient was still unable to get his pump to work properly. The pump was hard, and would not engage. The bulb also would not refill. A future surgery is scheduled with the his physician.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze pump was visually inspected. The kink resistant tubing (krt) had fatigue and was worn to the filament. A tear in the krt was found; however, no leaks were present. The pump was functionally tested and did not pass the deflation test. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The ams 700 hazard analysis indicates that the reported events of this complaint do not represent a new hazardous situation. Product analysis was unable to confirm the reported event related to fluid leak; however, product analysis concluded that the pump did not pass deflation test was the most probable cause of the reported event. Product analysis confirmed the pump issues. Impact codes added to this report.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was replaced due to fluid loss from the tubing becoming frayed and the wiring from the tubing became exposed. It was explained that the patient went in for a routine follow-up after his device was implanted and was to be activated. The physician was unsuccessful in trying trouble-shooting techniques that included a pump reset. The patient also went over trouble-shooting on the phone with his patient liaison. The patient was still unable to get his pump to work properly. The pump was hard, and would not engage. The bulb also would not refill. Due to this, the physician decided to replace the ipp. This procedure as completed successfully. No additional information was provided.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to inability to activate the device during post-implant follow-up. The physician was unsuccessful in troubleshooting the device, including attempts to reset the pump component. The patient was also unsuccessful in troubleshooting their device with a patient liaison. The pump was noted to be hard and would not engage or refill. The physician elected to replace the ipp. During the procedure, the ipp tubing was found frayed with exposed internal wires. The device was removed and replaced successfully.

Manufacturer narrative:
Adverse event/product problem field updated to indicate adverse event and outcomes attributed to adverse event. Device code updated to include fluid leak.